Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error message stating ¿system failure: force sensor test¿. The product fault occurred during set up. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged bottom case and a contaminated plunger head. There was a 'force sensor error' revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the contaminated plunger head was the root cause. All parts of the plunger head were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.